Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure at level t10. Patient was under sedation without issue. Reportedly, as the radiologist finished accessing the right pedicle, the patient suffered a respiratory arrest. The first attempts to wake up the patient were unsuccessful. A first dose of medication was administered without results. A second dose of medication was administered and patient then woke up with no apparent sequels. In view of the patient's reaction to the sedation, the surgeon changed his original plan of using two 15mm balloons to using one 20mm balloon from the already accessed side. The surgery resumed and ended 10-15 minutes later. The patient spoke with the staff and surgeon and was very satisfied with the surgery. No further information was reported.

Manufacturer narrative:
Method: follow-up with company representative.